Event description:
The customer reported "twin babies, one baby still-birth, showing 2 fetal heart rate." Philips will report this incident since a philips m2702a avalon fm20 fetal monitor was in use in a reported fetal demise/stillbirth.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.